Event description:
According to the report of (B)(4) 2013, it was observed that there was an inability to achieve proper loudness growth on several channels during routine programming. However, decreased performance has not been reported. There have not been any reports of accidents/blows to the head or illness. As per information received on (B)(6) 2013, the pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.